Event description:
It was reported that during pump preparation, the outflow graft had 3 threads at the distal end. The distal end of the outflow graft was snipped off and pump preparation continued. The outflow graft tip was passed off the sterile field.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a1: corrected. Section d1: corrected. Section d4: corrected catalog number and primary UDI. Manufacturer's investigation conclusion: evaluation of the returned outflow graft portion, as well as evaluation of the submitted photos, confirmed loose/fraying of the outflow graft. Approximately 1" of the distal end of the outflow graft (stretched out) was returned in like-new condition. Visual inspection of the outflow graft portion revealed loose threads/fraying on the edge. The remainder of the outflow graft was not returned as it was used to proceed with the implant. A manufacturing assessment (ma) task was initiated to address fraying of the outflow graft material out of box (oob). An awareness training to the manufacturing and quality assurance procedures was performed to address this issue. No further action was required. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further issues reported at this time. Review of the available device history records for the sealed outflow graft, lot number 9225820 showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) rev. C is currently available. Section 5 of this IFU contains instructions for unpacking the sealed outflow graft (5-15) and preparing the sealed outflow graft (5-16). Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.